Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was experiencing high blood glucose. Blood glucose level at the time of the incident was 24 mmol/l which was treated with pump infusion set. Customer's current blood glucose value is 23.1 mmol/l. Customer was experiencing headache due to high blood glucose level. Customer agreed for troubleshooting. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Auto mode feature was active at time of high blood glucose event. The product will not be returned for analysis.